Manufacturer narrative:
The user experienced hypoglycemia requiring emergency department evaluation and treatment with oral glucose while on ilet therapy. Hypoglycemia can result in acute symptoms requiring intervention; however, no loss of consciousness or additional complications were reported. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Based on available information, device malfunction was not identified and the cause remains not established due to limited follow-up information. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 20-mar-2026 it was reported that the user experienced hypoglycemia with blood glucose (bg) levels of 38 mg/dl, resulting in emergency department treatment. The user was treated with oral glucose and discharge details are unknown.